Event description:
The customer's mother reported via phone call that the insulin pump went into threshold suspend at night and caused her blood glucose to increase. Her blood glucose level was 500 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.